Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound bronchofibervideoscope showed that there is red noise on the image. The issue was found during preparation for use and before the patient was in the room. There were no reports of patient involvement.